Event description:
It was reported that the left ventricular lead experienced failure to capture. The lead was electrically abandoned at the time of the event, and subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.